Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an after bolus bg reminder prior to the 2 hours that the pump was programmed to on multiple occasions. Tandem technical support viewed the pump logs and confirmed that the customer did receive the reminder prior to 2 hours. Customer's blood glucose level was not impacted.

Manufacturer narrative:
(B)(4). The reported event is not a reportable issue, and was filed inadvertently.